Manufacturer narrative:
Visual evaluation of the returned device found the inner sheath and basket/wire assembly detached and removed from the coil/handle assembly. The unit was found cut in multiple sections. The basket wires was found slightly deformed and the tip still intact. The side car-rx presented pushback out of specification. Furthermore, the pull wire was found to have failed and broken from the distal end. The evaluation concluded that during the procedure the manipulation of the device and interaction with the scope or other devices most likely contributed to the failures side car-rx pushback and basket kinked/bent. It cannot be determined precisely how the tip failed to detach and how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to crush a stone was performed. The stone was too hard and the basket failed to crushed the stone. An attempt to detached the tip failed and the stone became trapped in the basket. An alliance handle was then used in conjunction with the basket in an attempt to crush the stone, however, the handle broke. The handle of the trapezoid¿ was cut off and the sheath was removed from the wires. An olympus handle was then attached to the remaining wires. Another attempt to crush the stone was performed, but one of the basket wires broke. All basket wires were still attached to the tip. The physician shook the basket and was able to released the stone. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to crush a stone was performed. The stone was too hard and the basket failed to crushed the stone. An attempt to detach the tip failed and the stone became trapped in the basket. An alliance handle was then used in conjunction with the basket in an attempt to crush the stone, however, the handle broke. The handle of the trapezoid was cut off and the sheath was removed from the wires. An olympus handle was then attached to the remaining wires. Another attempt to crush the stone was performed, but one of the basket wires broke. All basket wires were still attached to the tip. The physician shook the basket and was able to released the stone. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.